Event description:
It was reported that (1) tlc10 was used during an abdominoperineal resection procedure. It was reported by the rep that tlc10 would not fire. The nurse stated that the handle would not push forward. The surgeon opened a tlc55 and used it to complete the case. There was extended or time by ten minutes.